Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The actual device involved in the event has been returned for eval and the investigation is on-going at this time. A follow-up report will be submitted when the results become available.